Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo left anterior descending artery that was 90% stenosed. Pre-dilatation was performed by a 2x12mm non-abbott balloon at 12 and 14 atmospheres (atm). Then a 3x28mm xience v stent was advanced to the lesion and deployed at 10 atm, followed by standard post-dilatation with a 3x12mm non-abbott balloon at 16 atm. A distal edge dissection was noted and another xience v stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.